Manufacturer narrative:
Ge healthcare has completed its investigation. No injury has been reported. No product-related root cause has been identified. It was confirmed that a service intervention was performed on the affected system on (B)(6) 2025, during which the collimator and x-ray tube were removed and a new tube was installed. During reinstallation, the three locking pins on the collimator were not re-engaged, as required by ge healthcare service instructions. This omission occurred during the reattachment of the collimator to the new tube. The fallen collimator was reinstalled, and the broken cover was replaced. Additionally, the ge healthcare field service engineer (fse) was reminded with the risks associated with omitting the collimator locking step. Based on the investigation, this event has been determined to be an isolated case of human error. Therefore, no further corrective or preventive actions are deemed necessary at this time.

Event description:
During rotational scan test prior to 3d imaging, the collimator of ge healthcare discovery igs740 system was detached from its support and fell to the ground when the gantry was rotated by 90 degrees. The collimator's cover was also dragged down. There was no impact on the patient as the collimator was outside the patient area at the time of detachment. The patient was transferred to another system to complete the examination, and the ge healthcare system was turned off. An investigation has been opened and is in progress.

Manufacturer narrative:
Legal manufacturer: (B)(6).